Event description:
Aspect was contacted on february 5th, 2007 regarding a sinus endoscopy procedure which occurred in 2007. The surgeon reported the skin was prepped with an alcohol prep pad, prior to the sensor being placed on the right side of the forehead by a crna. Upon removal of the sensor at the end of the surgical procedure, the surgeon noted what he described as a perfectly circular lesion approx. 2.5-3cm above the right eye brow and another circular lesion beside the right eye. He felt that there was drainage coming from the lesions with active cellutis. The surgeon treated the patient with polysporin ointment and oral antibiotics. After examining the patient five to six weeks post op, the surgeon stated the lesions had sloughed off, but, that there was some residual dime-sized scarring at both locations. The patient was offered additional treatment, but declined any further treatment.

Manufacturer narrative:
We conducted a review of the lot history record for the sensors, which may have been used at the time of this incident. We concluded from this review that all sensors were properly inspected and tested in accordance with the approved quality control procedures. Retained product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our inspection criteria for contamination. There were no manufacturing changes (such as a change in the tines, gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove." We consider the administration of polysporin ointment and oral antibiotics is to prevent permanent impairment. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. It is unknwon if the aspect sensor caused or contributed to the patient's outcome of a skin irritation. The irritation was treated with polysporin ointment and oral antibiotics which are considered treatment to prevent permanent damage. At the time of this report, the irritation had not completely resolved, therefore, we are submitting an MDR.